Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 8021545, manufacturing site: 8021545.

Event description:
It was reported that the patient experienced severe hypoglycemia with a blood glucose level of 26 mg/dl the event was treated with carbohydrate intake and the patient required emergency room management on 19 mar 2026.